Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a walled-off necrosis (won) during a procedure performed on (B)(6) 2025. During the procedure, the physician tried to deploy the first flange, but it was not possible. In an attempt to resolve the issue, the catheter was slightly repositioned, but the maneuver was unsuccessful. The procedure was cancelled, and it will be rescheduled eventually. There were no patient complications reported as a result of this event.